Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the components of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would have contributed to the reported needles did not deploy. The plunger with anterior needle tip, suture with posterior needle tip, link and cuffs were not returned. Both ends of the foot were also examined and there were no needle strike marks detected. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. Each component is inspected during manufacturing and each finished goods lot is inspected. Needles not deploying/cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Based on the information received with this complaint and the analysis of the returned product the report of needles did not deploy/needle to cuff miss could not be confirmed and a root cause could not be determined. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the needles did not deploy and another proglide was successfully used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.